Event description:
It was reported that a balloon rupture occurred. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified no damage to the balloon. However, when examined under the microscope a longitudinal tear was identified in the balloon material. The tear measured approximately 1 mm in length and was located just proximal to the distal markerband. Attempted to inflate the balloon and liquid leaked out through the tear site. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no patient complications reported.